Event description:
It was reported to boston scientific corporation, that an easy core biopsy needle was unpackaged for an unkown procedure. During unpacking the physician noticed that the tip of the sylet was bent. The procedure was completed with another biopsy needle. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual analysis of the returned device revealed that the stylet was bent. The cannula was partially retracted and the stylet was bent 1.2 cm from the distal tip. However, the returned device was still functional. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.